Event description:
It was reported that /hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient reported having a sensor error and was wearing a tandem insulin pump. The patient had not been receiving cgm values for approximately three hours before she started feeling symptomatic. It was noted at some point during the event, the patient tested her bg meter reading, and it was 230 mg/dl. The patient eventually lost consciousness. The patient was brought to the hospital and admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka). The patient¿s bg meter reading was ¿close to 900 mg/dl¿. Since the patient was unconscious during most of her time at the hospital, she was unaware of what medication or treatments she may have received. She was in the ICU for approximately 4-5 days, but she did not mention her specific discharge date. At the time of the report, the patient was doing fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction to the following statement in the initial MDR, "the probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise." H2 correction.

Event description:
The probable cause for hour glass/no readings/sensor error was determined to be sensor noise. No additional patient or event information is available.